Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient experienced a right deep femoral artery pseudoaneurysm and right groin hematoma. After a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced a right deep femoral artery pseudoaneurysm and right groin hematoma. A stent graft was performed to treat the pseudoaneurysm and the hematoma was evacuated. The patient was hospitalized. No further information was provided. The device is not expected to be returned for analysis due to disposal.